Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced atrial arrhythmias. As a result, the device provided inappropriate anti-tachy pacing and shock therapy, resulting in therapy exhaustion. A local area sales representative and technical services discussed the concerns regarding device features and the device was reprogrammed. To date, no additional adverse patient effects were reported.